Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms at the information center ix were silencing themselves. No patient harm was reported.